Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented with an alert for poor sensing on the rv lead. Review of test results indicated there was t-wave oversensing. Programming changes were recommended. No further information is available.